Manufacturer narrative:
Investigation is underway.

Event description:
As reported through edwards lifesciences affiliate in canada, regarding an implant of a 29mm sapien 3 valve in aortic position by left subclavian approach. The esheath was inserted without issues. During the advance of the commander delivery system and valve through the sheath, resistance was felt at a turn in subclavian. Additional push force resulted in the kink of the esheath, wire and delivery system. Withdrawal difficulties were encountered and a valve strut was noted to be bent outwards and the esheath was split. It was observed by fluoro that the delivery system exited the esheath in the subclavian artery. Further maneuvers to remove valve and delivery system resulted in ruptured of left subclavian artery. The devices were fully removed and patient was moved to surgical vascular repair of left subclavian. However, the bleeding was not able to be controlled and patient went into pulseless electrical activity with no blood pressure. The patient was not a candidate for a surgical sternotomy or ECMO, so it was decided to stop and patient passed away.

Manufacturer narrative:
The devices were not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was provided by the facility and the following was observed: commander delivery system exposure through liner puncture. Liner of sheath shaft appears to be fully torn (from distal tip to strain relief). One kink observed at sheath shaft. One strut of crimped valve appears to be bent 90 degrees at outflow side. The reported events were confirmed through review of the returned procedural imagery. As the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issues with the sheath during device unpacking or preparation. As reported, the esheath was inserted without issues. During the advance of the commander delivery system and valve through the sheath, resistance was felt at a turn in subclavian. Additional push force resulted in the kink of the esheath, wire and delivery system. Withdrawal difficulties were encountered and a valve strut was noted to be bent outwards and the esheath was split. It was observed by fluoro that the delivery system exited the esheath in the subclavian artery. Further maneuvers to remove valve and delivery system resulted in ruptured of left subclavian artery. As per medical opinion, the root cause of the event was the significant vascular disease in an elderly patient with no good options for treatment. Per the IFU/training manual, ppush force can vary due to angle of access and insertion, vessel diameter, tortuosity and degree of calcification. In this case no information about tortuosity anatomy or calcium was provided, however the patient had significant vascular disease. The most common cause of vascular disease is atherosclerosis, which happens when a buildup of plaque causes the vasculature to narrow leading to slow or blocked blood flow. Narrow access site vasculature can lead to a constricted condition on the sheath, increasing resistance as the delivery system is inserted through. As such, available information suggests that patient factors (vascular disease) may have contributed to the reported event. In this case resistance was felt and push force was applied to overcome the resistance noted. It is possible that additional device manipulation and high push force to overcome the resistance may lead to the reported kinked in the sheath. As such, available information suggests that procedural factors (excessive manipulation, high push force) may have contributed to the reported event. Per review of the returned imagery, a strut on valve was observed to be bent 90 degrees outwardly on the outflow side. It is possible that the delivery system may not have been coaxially aligned with the sheath during the procedure, which can lead the valve strut to catch onto the sheath liner leading to the reported damage. Excessive device manipulation applied to overcome the resistance can further damage the sheath through continued interaction between the crimped valve and sheath. As such, available information suggests that procedural factors (valve caught on liner, excessive manipulation) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.